Event description:
False negative result. Customer stated that "step daughter tested positive for influenza 4 days prior I bought the test because myself and youngest daughter started to get really sick a day or two after her positive test so I figured it would be smart to test at home for myself, I already knew we had caught it because it was all the same symptoms and pretty inevitable living in the same house. The test showed up as if I had nothing so it's definitely not a reliable source."

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.